Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/23/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received within its original box and daisy wheel. A visual inspection of the lens revealed no obvious defects. Traces of ovd (ophthalmic viscosurgical device) were visible on the lens surfaces when examined under magnification. The lens was cleaned with purified water and dried with compressed air to ease inspection. Traces of ovd remained, but no damage or defect could be seen. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced as the surgeon started to insert the lens then decided to enlarge the wound slightly to accommodate the injector better. The doctor wanted a new lens to be loaded as this one was already advanced. An incision enlargement was required. No further information was provided.